Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the locking mechanism was broken. As per the user facility, the event caused a delay, due to the intervention in retrieving the broken components from the surgical field. *there was an unknown minutes of delay. *product was changed out. *procedure was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 3083- locking mechanism. Health effect ¿ impact code: 4641 - unexpected medical intervention. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: 1069- break. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 16, 2023 upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 3331, 3259, 4307). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 3259- improper physical structure. Investigation conclusions: 4307 - cause traced to component failure. The affected sample was inspected upon receipt to confirm a broken lock plate. Mild corrosion was observed on the device, including the lock plates. Due to the presence of corrosion, it¿s possible that improper reprocessing of the device caused the failure. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Broken locking mechanism.